Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 3/16/2023, it was reported by a sales representative via email that when loading the loop of (2) ar-3636 knotless fibertak, the shuttle stitch with the repair stitch the loop would detach once entering the passport, leaving it loose inside the patient. The surgeon was able to successfully remove each loop and had to cut the anchors out. Case was completed using another ar-3636 fibertak from a different lot number. This was discovered during a procedure on (B)(6) 2022. Additional information received on 3/147/2023: this was discovered during a slap labrum repair procedure. All broken sutures were retrieved from inside the patient.